Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure the patient experienced a corneal burn. Little or no warning of phaco blockage occurred. During phacoemulsification it was noted no fluid was being suctioned / irrigated. Additional information has been requested.

Manufacturer narrative:
The phaco handpiece was manufactured on november 18, 2016. Based on assessment, the product met specifications at the time of release. The system was manufactured on june 13, 2014. Based on assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. There was no service request opened for the event. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This supplement is being filed to correct the value from null to adverse event and product problem. The manufacturer internal reference number is: (B)(4).